Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena (non-lighting of the examination lamp, and brightness decrease of the lamp indicators) were not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomena occurred temporarily due to the aging deterioration of the examination lamp and the front panel by the long-term use because seven years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). However, the evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the examination lamp did not light up even when the lamp button was pressed, and the brightness of the lamp indicators was darker than usual. There was no report on when this event occurred, and there was no report of patient injury associated with this event.